Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was hospitalized and CPR was attempted due to cardiogenic shock. The patient was unresponsive and was resuscitated with several external shocks. Sensing issue was suspected. Review of the episode revealed decreased r-wave, vt episode starts with very small complexes causing undersensing on both normal sensing and discrimination channels. Therefore the secure sense algorithm has been set to passive automatically. When undersensing is suspected on the discrimination channel, automatically switches to passive to avoid false lead noise episodes. The rhythm seems to start as a vt below the vt detection limit and then accelerates into vf. It was suspected, the episodes are actually true vf, with extremely small amplitude. Further evaluation was suggested. Since the complexes after resuscitation is broader than before, a possible lead damage cannot be excluded and the lead should be carefully evaluated. It was later reported that the patient expired.